Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the therapy turned itself off and they were seeing a "power on reset, therapy has been turned off" screen. The caller also noted they noticed the therapy was not working yesterday and they were going to the bathroom more and the urgency was pretty bad. The caller was helped to connect to the ins and clear the power on reset (por), then helped to begin an ins recharge session. The caller was seeing 10% which advanced to 20% while on the call. It was reviewed with the caller they would need to wait until charging was complete or take a pause from charging if they wanted to turn the therapy back on. The caller was unaware if the ins battery depleted and it turned off the therapy, that the therapy had to be manually turned back on. The caller noted this happened to them at a post-op visit in (B)(6) 2022, in which they told the healthcare provider (hcp) the therapy was not working, but the hcp told them it was because the therapy was off. They were able to turn the therapy back on at that appointment. It was reviewed with the caller how to check the ins battery level to determine how often they needed to recharge. The patient would continue to charge and then turn the therapy back on. If further help was needed they would call the manufacturer help line back.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.